Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The foreign device distributor (B)(6) reported an issue encountered by one of their customers using the cpbp vacuum relief valve. The valve is a vacuum relief valve that is sold bulk, non-sterile to the distributor for further process into their final sterile surgical packs. The report stated that during the procedure this valve failed to remain a one-way function. The report stated "it was working both ways" but that the device was used to continue the procedure with no delays and with no blood loss. There was no patient information provided except that there were no patient complications reported as a result of the alleged complaint. The device was discarded by the end-user and not returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.